Manufacturer narrative:
(B)(4). S/w 3.0b. On (B)(6) 2021 customer alleged the pump having prime/fill anomaly. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed self test, a21 error test and passed off no power test. However, unit received with completely broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place and unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to broken reservoir tube lip and missing reservoir tube o-ring. Pump history download using thds was successful. However, there is no data available on (B)(6) 2021, unable to perform data analysis for prime/fill anomaly complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The following were noted during visual inspection: unit had cracked battery tube threads, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner, stained address/serial number label and stained end cap sticker. In summary, unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to physical damage to pump.

Event description:
Information received by medtronic indicated that the customer had experienced high blood glucose level. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.